Event description:
It was reported that the patient with this right atrial (ra) lead was suspected to experience infection. No additional adverse patient effects were reported. Currently, this ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).